Event description:
It was reported that the physician was experiencing problems with the hand held screen freezing upon successful interrogations of vns pt's pulse generators. The physician returned the non-working hand held and software, and requested a new device be sent to replace it. Product analysis is currently underway.